Event description:
The customer stated that she gave herself a bolus of 3.1 units, and it was registered in the bolus history, but it did not deliver. The blood glucose reading was 314mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. The time, date, basal rates, and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.